Manufacturer narrative:
Findings: unit received motor error alarms during rewind and alarms confirmed in history file due to motor encoder signal out of phase. Unable to perform displacement test due to excessive motor error alarms. No alarms occurred during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 114 mg/dl. The device was returned for analysis.